Event description:
It was reported that the 123620ce foley catheter was used as a feeding tube off label use and the patient allegedly experienced constant redness rough and sore skin around the tube site. The health care professional also found an alleged significant leakage around the stoma. It was further reported that the 33420 foley catheter had been used as a feeding tube with no issues however the health care professional had to switch to the 123620ce due to 33420 being on an extended back order. No medical intervention was reported. Per additional information via email from the ibc on 22apr2021 it was confirmed that there was a leakage from the balloon. There was no leakage occurred in the other lot. It was unlikely that the patient had a latex allergy as they had used other latex products in the past. Historically they had no issues and the integrity of the skin around the stoma has been completely clear with only very minor challenges. They did not make the connection between the catheters and the change in the condition of the stoma until (B)(6) after mentioning to gp they had problems like constant redness rough and sore skin approximately the size of a toonie around the tube site. The user was unable to speak or communicate but was reacting to pain when the tube was touched or moved in handling. There was also significant leakage around the stoma enough to absolutely soak the clothing and bedding if it was a while before noticed. They discussed with gp whether the user had a latex allergy and would try with different catheters and found a box of previous silastic foleys that had received after a long time back order and about as they had switched to the bardia. Then changed the tube to silastic on 19th march and it was totally back to normal, there was no redness and leaking but it was a bit reddened till 26th march but otherwise skin was smooth and little to no leakage. They were surprised that both the tubes had latex..

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be due to short latex dwell time or latex dip speed out too slow. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex.. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was used as a feeding tube off-label use and the patient allegedly experienced constant redness, rough and sore skin around the tube site. The health care professional also found an alleged significant leakage around the stoma. It was further reported that another foley catheter had been used as a feeding tube, with no issues. However, the health care professional had to switch this device to the first device due an extended back order. No medical intervention was reported.